Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. Analysis did find that both bail covers were broken, the ring cover was contaminated, the ring was bent, the keyboard window was scratched, the serial number label was torn and the battery drawer o-ring was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the epg (external pulse generator) delivered a pulse on the t-wave, causing ventricular fibrillation. R on t phenomenon was indicated. The patient was resuscitated. No further patient complications were reported as a result of this event.